Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the small scratches/cracks was noted at the outermost edge of the optics of the intra ocular lens, which occurred due to shooting with the injector. These defects occurred exactly where the injector was in contact with the lens. There was no visual impairment was expected since the defects are at the outermost edge of the optics. Additional information has been requested.